Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for two samples. The following data was provided: sample 1: on (B)(6) 2024, sid (B)(6), added on at 04:23 to a sample collected at 02:26: initial result = 334.1 ng/l, repeat on (B)(6) 2024 = 2.70 ng/l. Additional laboratory data was provided: on (B)(6) 2024, sid (B)(6) from 08:30: initial result = 2 ng/l, on (B)(6) 2024, sid (B)(6), from 05:30: initial result = 2 ng/l, on (B)(6) 2024, sid (B)(6), from 02:36: initial result = 2 ng/l, on (B)(6) 2024, sid (B)(6), from 16:45: initial result = 3 ng/l, on (B)(6) 2024, sid (B)(6), from 13:50: initial result = 3 ng/l. Sample 2: on (B)(6) 2024, sid (B)(6), from 19:18: initial result = 303 ng/l, repeat was <2 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for two samples. The following data was provided: sample 1: (B)(6) 2024, sid (B)(6) added on at 04:23 to a sample collected at 02:26: initial result = 334.1 ng/l, repeat on (B)(6) 2024 = 2.70 ng/l additional laboratory data was provided: (B)(6) 2024, sid (B)(6) from 08:30: initial result = 2 ng/l. (B)(6) 2024, sid (B)(6) from 05:30: initial result = 2 ng/l. (B)(6) 2024, sid (B)(6) from 02:36: initial result = 2 ng/l. (B)(6) 2024, sid (B)(6) from 16:45: initial result = 3 ng/l. (B)(6) 2024, sid (B)(6) from 13:50: initial result = 3 ng/l. Sample 2: (B)(6) 2024, sid (B)(6) from 19:18: initial result = 303 ng/l, repeat was <2 ng/l no impact to patient management was reported.

Manufacturer narrative:
Concomitant product was updated. The field service representative (fsr) inspected the instrument and replaced the alinity pipettor probe and alnty ci snsr bsl which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending did not identify an increase in complaint activity for replacement of the alinity pipettor probe and alnty ci snsr bsl. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) , the alinity pipettor probe, or the alnty ci snsr bsl was identified.